Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that there was pump erosion. It was unknown if the device actually ruptured the skin. The hcp did not and would not have any details in the future regarding the event. The hcp did not manage the pump and was only the scheduler. The hcp stated that she did not think the skin had ruptured, but did not know. The area of the erosion was the pocket. They were going to use adm to cover the pump and requested the pump dimensions. It was unknown if the patient had any symptoms relating to the pump erosion. It was asked and unknown if this was considered a sudden or gradual change in therapy/symptoms. The event date was asked, but unknown. There was no allegation against the device sterility. A pump replacement would occur on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s pump was replaced before the pocket erosion. The pump was currently being replaced for end of life.